Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's blood glucose was 122 mg/dl. It was also found the no delivery alarms occurred during bolus deliveries. Customer's wife stated only part of their boluses were being delivered. Troubleshooting was not completed on the customer's insulin pump because the insulin pump began to work during the call. No additional information provided.